Event description:
IT WAS REPORTED THROUGH LITIGATION PROCESS THAT SOMETIME POST A PORT PLACEMENT, THE PORT ALLEGEDLY ERODED, AND THE PATIENT ALLEGEDLY DEVELOPED WITH UNSPECIFIED INFECTION. HOWEVER, THE CURRENT STATUS OF THE PATIENT WAS UNKNOWN.

Manufacturer narrative:
H10: MANUFACTURING REVIEW: A MANUFACTURING REVIEW WAS NOT REQUESTED AS THE LOT NUMBER REPORTED IS UNKNOWN. INVESTIGATION SUMMARY: THE PHYSICAL DEVICE WAS NOT RETURNED FOR EVALUATION. NO MEDICAL RECORDS WERE PROVIDED FOR REVIEW. THEREFORE, THE INVESTIGATION IS INCONCLUSIVE FOR THE REPORTED EXPULSION AND INFECTION AS NO OBJECTIVE EVIDENCE WAS PROVIDED FOR REVIEW. FURTHERMORE, THE CLINICAL CONDITIONS ALLEGED IN THE COMPLAINT CANNOT BE CONFIRMED. LABELING REVIEW: AS THE REPORTED EVENT DID NOT ALLEGE A LABELING OR USE RELATED ISSUE, A LABELING REVIEW IS NOT REQUIRED. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
It was reported through the litigation process that, on (b)(6)2022, a patient underwent port placement via the right internal jugular vein for the treatment of B cell lymphoma. Approximately, twenty four days later, on (b)(6)2023, the port had allegedly eroded, and the patient was diagnosed with bacterial infection, which was confirmed through blood culture. Approximately one day later, on (b)(6)2023, the patient was diagnosed with infuse A port infection, sepsis and abscess. Subsequently, the port was removed on the same day Further, on (b)(6)2023, a new port was implanted. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: Manufacturing Review: A manufacturing review was not requested as the lot number reported is unknown. Investigation Summary: The physical device was not returned for evaluation, medical records were provided for review. Medical record alleges that, the patient underwent an implantable port placement procedure via right internal jugular vein using a Powerport for B cell lymphoma. Approximately, three weeks and three days later, blood culture was performed and was reported positive for Corynebacterium. Next day, the patient was diagnosed with sepsis, Infuse A Port infection, and abscess and was planned for port removal. Therefore, the investigation is inconclusive for the reported expulsion as no objective evidence was found in the provided report. Furthermore, the clinical condition alleged in the complaint, including corynebacterium infection, sepsis, Infuse A Port infection, and abscess formation can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B1, B3, B5, G3, H6 (Patient, Method). Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.